Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be intermittent depleting rapidly. Additionally, it was reported that the touchscreen would not respond to presses. Reportedly, after multiple tries the pump touch screen would respond as intended. Customer's blood glucose level was not impacted.